Event description:
The physician was treating a posterior communicating artery aneurysm and had difficulty inserting a coil through the catheter. He could not get the coil through. The coil was not used and another coil of the same size was used without issue.

Manufacturer narrative:
Results: the proximal pet lock is intact. There is no coil attached to the pusher. The proximal constraint ball of the coil is lodged in the distal detachment tip (ddt). Conclusion: the complaint states that the coil wouldn not go into the catheter. Without the coil attached to the pusher, there is no way to evaluate the ease or difficulty of introducing the coil into the catheter. The returned pusher has the coil broken off. The cause of the break could not be determined with the items returned. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.